Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not stay in standby. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the biomed to complete the v60 pneumatic performance testing. The rse also advised the customer of the likely failure due to the v60 flow sensor assembly and was provided the parts ID of the part to order and replace. The rse then advised the customer of field change order (fco) which would install software version 3.20 on the v60s with high flow therapy option, which would allow for the zeroing of the flow sensor assemblies. The investigation is ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report #2518422-2023-18459.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.